Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that after installing the cassette and pressing start, the blockage alarm always sounded. The event occurred during patient use. There was no patient harmed reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that after installing the cassette and pressing start, the blockage alarm always sounded. The reported that issue was not confirmed. However, a close observation revealed an anomaly in the component (the air detector), which was the root cause of the event. The device passed all functional tests. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.